Event description:
User reported a false positive result. Negative on pcr the same day.

Event description:
User reported a false postive result. Negative on pcr the same day.

Manufacturer narrative:
Correction: d4: lot number corrected to 21131-001.

Event description:
User reported a false postive result. Negative on pcr the same day.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.